Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate this unit and was unable to reproduce the reported malfunction. The stm reloaded system software and recalibrated the pressure regulator. The stm ran the unit for several hours and did not find any problems. The unit passed all calibrations, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) generated a rapid gas loss alarm. There was no patient harm and no adverse event was reported.